Event description:
It was reported that following a double battery replacement surgery the manufacturer representative met with the patient on (B)(6) 2015 for post-op programming. During programming it was found that there were several contacts that were out of range. They repeated an impedance check at 0.70v and 1.5v with no change. They attempted to program with the available contacts but the patient did not feel any stimulation at all. An impedance check was performed on the second device and all were okay. Group a was created with 5+, 6-, 7-, 8+ with a pulse width of 390 and a rate of 60hz. The patient noted they really liked their stimulation and coverage. They were able to obtain low back and right and left coverage down to about the calf area. The patient was educated on using the patient programmer and charging and they were able to explain the information back to the manufacturer representative well. Refer to regulator report 3004209178-2015-00661 for information pertaining to high impedances/electrode issues during replacement surgery.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).